Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-06. A pump replacement was scheduled in 2-3 weeks. The cause of the pump would only take 35 cc was not determined. The pump would only take 35 cc was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for other and non-malignant pain. It was reported that the hcp could aspirate, but was not able to fill. The hcp was doing a refill on (B)(6) 2017 and the pump would only take 35 cc and not 40 like usual. The morphine was removed from the pump and the refill was tried again, but the pump would still only take 35 cc. The pump was scheduled to be replaced in two weeks. There were no symptoms reported. The patient was scheduled for a consult with the surgeon on (B)(6) 2017. The representative had no additional information at this time.